Event description:
Numerous lots of baxter's 100ml 200ml/hr intermates have shredded plastic from the caps infused into the outer plastic container. Baxter stated that a similar incident occurred during mfg a few years back. They claimed, it was plastic that had been sheared off during mfg.